Event description:
Horrific health issues and symptoms since receiving silicone breast implants (to replace saline implants): diagnosed with fibromyalgia, chronic fatigue syndrome, ibs, anemia, colectomy performed, pcos, acne, chronic / joint pain, insomnia, anxiety / depression, memory loss, difficulty concentrating, muscle weakness, temperature intolerance, hair loss, slow healing, visual disturbance, weight gain, sharp pain in breasts, food intolerance, inflammation, heart palpitations, shortness of breath, night sweats. Too many to list. FDA safety report ID# (B)(4).